Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported by a caregiver on behalf of the customer via email. The customer received unspecified low readings from the adc device compared to unspecified readings from a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). As a result, the customer experienced unspecified symptoms and was unable to self-treat. It is unspecified what third-party treatment was provided for the customer. There was no report of death or permanent impairment associated with this event.